Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03171 and 3005099803-2015-03172 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the introduction, the hydrophilic tip of the jagwire detached, exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. A second jagwire was prepared and the hydrophilic tip detached, exposing the tip of the metal corewire before being inserted into the scope. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was kinked and detached from the jacket, exposing the corewire, approximately 3mm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. The very tip is not exposed. There is no evidence of corewire fractured. The complaint is consistent with the returned guidewire since the distal tip was kinked and detached from the jacket exposing the corewire; however, the very tip was not exposed. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿ a DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03171 and 3005099803-2015-03172 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the introduction, the hydrophilic tip of the jagwire detached, exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. A second jagwire was prepared and the hydrophilic tip detached, exposing the tip of the metal corewire before being inserted into the scope. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.